Event description:
It was reported that a smiths medical pump alarmed no disposable, pump won't run. Customer massaged line to disperse air bubbles in the line. Patient not affected.pump settings: res vol 26.9, rate 2.0, given 65.1.